Event description:
It was reported that the customer experienced diabetic ketoacidosis (dka) resulting in admittance to the intensive care unit (ICU); cause of dka was not provided. A blood glucose level was not provided. IV and fluids of saline and insulin were administered by a health care provider to address the bg. Customer was discharged from the ICU on (B)(6) 2024 with the issue resolved and no permanent damage. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.